Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) bopt4311, (3i t3 tapered implant 4/3 x 11.5mm) for evaluation. Visual evaluation was performed, no fracture has been identified on the implant. DHR review was completed for the subject lot number 2021041322. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021041322 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Therefore, based on the available information, a device malfunction did not occur. The no fracture was identified. The reported event was not confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported implant fracture at tooth site 22. The doctor confirmed that the fracture seemed to have happened in the moment the dentist took the implant with a forceps. The dentist used a forceps to lift the implant up out of the implant box. By lifting it up, it fractured so it fell down to the floor. So it had indeed no contact with the patient. Procedure was completed using a new implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient identifier unknown: not provided. Age and date of birth unknown: not provided. Patient sex unknown: not provided. Weight unknown: not provided. Date of event unknown: not provided.